Event description:
Two of the doses of acyclovir on 5/19/97 infused too rapidly, one dose within 40 mins and one dose within 28 mins. The pt developed a concomitant headache. The regimen called for acyclovir 450 mg/100 ml ns IV q8h with an infusion time of 60 mins. The snapdose cuffs were replaced with gravity bags for subsequent infusions.